Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) high, out-of-range (oor) pacing lead impedance (pli) measurement of greater than 2,000 ohms and low atrial intrinsic amplitude. However, the yellow alert was not triggered. The patient remote monitoring system was reviewed and it was seen that the previous alerts were not evaluated as patient was noncompliant to routine follow ups. Additional information received stated that the lead configuration was programmed to unipolar on the lv lead and the impedance measurement became normal. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating this device was electively explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.